Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instruction for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws and the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.

Event description:
The customer initially reported that the knife blade came off the track during surgery. The incident device was returned and a visual inspection confirmed that the knife was protruding from the jaws of the device.